Manufacturer narrative:
Product investigation was completed. This lead was not returned. Product investigation does not provide any additional information. Emdr decision remains the same.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a perforation of the heart wall and an observed undersensing. A new lead was implanted. No additional adverse patient effects were reported.